Event description:
As reported, during a procedure on (B)(6) 2007, the patient was implanted with a bard/davol composix kugel mesh (device #1). It was reported that on (B)(6) 2009, an additional hernia presented near the site where the composix kugel mesh implant was placed. Hernia repair surgery was performed using non-bard/davol dual mesh (device #2). As reported, on (B)(6) 2022, the patient was diagnosed with a cutaneous fistula due to an intestinal perforation. The patient underwent a drainage procedure and recovered well from that procedure. Based on review of a CT scan, the doctor notes the dual mesh (device #2) which was used for the second surgery was the cause. It is reported that the patient was scheduled for mesh removal.

Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. As reported, two years post implant of the bard/davol composix kugel mesh (device #1), the patient was implanted with a non-bard/davol dual mesh (device #2) for recurrent hernia repair. Thirteen years later, the patient presented with a cutaneous fistula due to intestinal perforation. It is reported that based on review of a CT scan the surgeon notes the non-bard/davol dual mesh (device#2) to be the cause of the fistula and perforation. It was reported that an additional surgery was scheduled for mesh removal, however in follow up with the contact, no details regarding the surgery could be provided. As reported, there is no indication that the bard/davol mesh (device #1) caused the reported fistula and perforation, as the surgeon states the non-bard/davol duel mesh (device #2) to be the cause of the fistula and perforation. However, this emdr is submitted to report a potential adverse outcome based on the composix kugel mesh implant. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Fistula formation is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions for use, supplied with the device, as a possible complication. This emdr is submitted to document the ae of fistula and intestinal perforation. An additional emdr was submitted to document the hernia recurrence. Not returned.